Event description:
It was reported by the patient that shortly after being implanted in 2009, the patient passed out while sitting near the security system at the store. The patient was taken by ambulance to the hospital. It was determined that the device experienced interference from the security system. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
Follow-up information was received from the clinic that confirmed the patient had a syncopal episode. The clinic also confirmed that there was no problem with the implantable cardioverter defibrillator (ICD) device and no action was taken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944-58, implantable tachy lead, (B)(6) 2009. A 5076-45, implantable pacing lead, (B)(6) 2009. A 419488, implantable pacing lead, (B)(6) 2009. (B)(4).